Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). (B)(4).

Event description:
The facility representative reported a colleague infusion pump with a failure code "808:02 a". It is unknown when this event occurred. There was no report of patient injury or medical intervention necessary. No additional information is available. During baxter's review of the device event history, it was determined that the reported condition occurred during delivery. This device utilizes user interface module master software version (B)(4) categorized as unremediated.

Manufacturer narrative:
The reported condition of failure code 808:02 was confirmed in the device event history. The assignable cause was determined to be a faulty pumphead module, which was replaced to resolve the condition. (B)(4).